Event description:
Bard access systems' hickman catheter required replacement approximately 72 hours after being placed in patient. Upon removal, the surgeon noted: "findings included an approx 5mm tear in the catheter itself at the infraclavicular site."